Event description:
Revision surgery - due to this patient has had a number of surgeries, a 2-time apc revision with reverse. This time, the poly was disassociated from the stem. The surgeon attributed this to the forces on the reverse stem and sphere. He chose to add a spacer, a bigger glenosphere, and a semi-constrained liner to hopefully prevent this in the future.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number 1644408-2019-00837; 508-36-101, s817 - dissociation, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.